Event description:
It was reported that during an unknown procedure, the clips got stuck when firing the device. It was not reported how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Fired through. Evaluation summary: the analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. As the IFU states: "do not attempt to fire through the lockout. If the trigger is forced closed once, the last clip lockout has engaged, the jaws may remain closed". A batch record review was performed and no anomalies were found during the manufacturing process.